Event description:
Related manufacturer reference number: 2017865-2022-09521, related manufacturer reference number: 2017865-2022-09522, related manufacturer reference number: 2017865-2022-09629. It was reported that three right atrial (ra) leads exhibited low pacing impedance, and a fourth ra lead was dislodged. The four ra leads were explanted and replaced by one ra lead. The patient was stable.

Manufacturer narrative:
Correction: b1-"adverse event" should not be selected, b2-"required intervention to prevent permanent impairment/damage (devices)" should not be selected, b5 updated, d6a should have been blank, d6b should have been blank, h1 should have been "malfunction", h6 updated. Additional information: d9, h3, h6 ("type of investigation", "investigation findings", and "investigation conclusions").

Event description:
Related manufacturer reference number: 2017865-2022-09521. Related manufacturer reference number: 2017865-2022-09522. Related manufacturer reference number: 2017865-2022-09629. It was reported that, upon x-ray and fluoroscopy, it was observed that the right atrial (ra) lead was dislodged. Upon attempted revision of the ra lead, three new ra leads were attempted to be implanted in succession, but all three exhibited insulation damage and a failure to sense. It was also observed that two of the three new ra leads exhibited a failure to extend their helix. All three new ra leads were not used. A fourth and final ra lead was implanted successfully. The patient was stable.

Manufacturer narrative:
The reported events were for low lead impedance, failure to sense, insulation damage, and a helix mechanism issue. As received, a complete lead was returned in one piece. The reported event for insulation damage was not confirmed. Visual inspection of the lead found no anomalies except for damages consistent with procedure damage. The reported event for a helix mechanism issue was confirmed. The retracted helix was clogged with blood. X-ray examination found an over torqued inner coil at the connector region, consistent with procedure damage. After cutting, cleaning, and applying torque directly to the inner coil, the helix could extend and retract. The measured full helix extension length was within product specification. The reported events for low lead impedance and failure to sense were confirmed. Electrical testing found internal shorts due to over torquing of the inner coil. The cause of the reported event for a helix mechanism issue was due to blood clogging the helix at the helix region and an over torqued inner coil at the connector region. The cause of the reported events for low lead impedance and failure to sense was due to an over torqued inner coil that resulted in internal shorting.